Event description:
The following has been reported: error 17: netzteilplatine defekt. // error 17: power supply board defective reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. "The defective part was received in brézins for investigation. According to provided analysis, nothing was noticed during external visual check . The reported event could not be reproduced during testing, no alarms or error messages were triggered and all tests were compliant with device specifications. The fault is probably due to another component of the device. For this complaint, with the results of analysis no defect could be noted on the part following several checking/tests. No root cause could be identified and this complaint is remain not confirmed. To our knowledge this complaint is not being related to patient safety." This complaint is considered as not confirmed the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated no action this complaints has been reported as MDR to FDA.